Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge was not detected for about 20 seconds during the load process. Reportedly, customer loaded 6 cartridges onto the pump before resuming insulin delivery. Customer's blood glucose was 116 mg/dl. A new cartridge was loaded to address the event.